Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of the patients atrial flutter (af), resulting in inappropriate anti-tachycardia pacing (atp) and shock. After the shock was delivered the noise was no longer present. Additionally, noise was present on the shock electrogram (egm) during arm movement from the patient. The rv sensitivity was reprogrammed by the physician. Boston scientific technical services (ts) discussed troubleshooting including possible repeat of defibrillation threshold (dft) testing. A surgical revision was performed in which the patient's device was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system and the lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received which noted during the previously reported revision, defibrillation threshold (dft) testing was performed at 21 joules and was successful at the reprogrammed right ventricular (rv) sensitivity. The lead remains in service.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.